Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the device powered down when it was disconnected from the main power supply and will not restart on battery power. Review of the device logs revealed total power failure events in the device and the battery logs found no indication of a battery malfunction. Based on all evidence, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly after it was disconnected from the main power supply. The device will not restart on battery power. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly after it was disconnected from the main power supply. The device will not restart on battery power. There was no patient injury reported as a result of this incident.